Event description:
It was reported that during an unrelated procedure, dislodgment of the right atrial (ra) lead occurred. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.